Manufacturer narrative:
The camera with lot number p708724 was returned to medtronic for analysis. Analysis revealed that there was an electrical failure. Additionally, there were nicks and scratches on the housing. The camera failed an accuracy test. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: pn: 9735346r, ln: unk. A manufacturer representative went to the site to test the navigation system. The camera was replaced. The system then performed as intended. During the system checkout it was found that when the camera was within 5 feet of the tracker it began to flicker. Once moved beyond 6 feet the issue resolved. It was tested with the other camera on site and that camera could track without issue when 3-5 feet in front of the imaging system tracker. Camera was replaced as tracking volume appears to be altered. No visible damage to camera lens. Device manufacturing date, unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a spinal fusion procedure. It was reported that the trackers on the system were flickering in and out of the tracking view when they tried taking their 3rd spin. A different navigation system was brought in and the tracker did not flicker. There was less than an hour delay to the procedure. There was no impact on patient's outcome.